Event description:
A malfunction on the pump was reported. The customer's blood glucose level exceeded a safe limit, but a specific value was not provided as it displayed "high." The customer took corrective action by administering a correction bolus via the pump. Technical support assisted the customer with a pump reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.